Event description:
It was reported that the patient had "at least one" seizure and was seen in the emergency room (ER). It was not known if the event was related to the patient's implantable neurostimulator. The patient did not have a history of seizures, and it was not known if the patient experienced any trauma prior to the reported seizure. "Extensive testing" of the patient was planned. It was later reported that the patient had had essential tremor, but there was no known cause. There was no device malfunction and no intervention was required. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3387s lot# v688048 implanted: (B)(6) 2011 explanted:na; extension model 37085 lot# nkn007479v implanted: (B)(6) 2011 explanted:na; extension model 37085 lot# nkn007478v implanted: (B)(6) 2011 explanted:na; programmer model 37642 lot# njz114053n.